Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer blood glucose level at the time of incident was 400 mg/dl and 53 mg/dl. Customer was treated with food for low blood glucose level. Customer was used insulin pump system within 48 hours of reported event. Customer declined troubleshooting for high blood glucose level and low blood glucose level. The insulin pump will not be returned for analysis.